Event description:
It was reported that the patient experienced phrenic nerve stimulation from the left ventricular lead after the implant procedure. The lead was reprogrammed the following day and remain in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.